Event description:
(B)(4) - after an implantation time of 55 months, it was reported that the patient came to the clinic after multiple shocks. At this time, a shock impedance of more than 150 ohm was measured. During the explant, suspected damage to the lead near the shock coil was observed. Aside from the shocks, no deterioration of the patient&#62688;state of health was reported. The lead was returned for analysis.

Manufacturer narrative:
In the returned state, the lead complained about was cut off 54 cm proximal of the tip electrode. Only the distal fragment was returned for analysis and thoroughly analyzed. The lead body was enclosed in probably calcified tissue in several places. Probably calcified tissue could also be found immediately proximal of the shock coil and at the tip electrode. The further course of the inspection showed multiple signs of abrasion along the lead body. In particular in the region of the shock coil, the insulation was damaged. This damage is most likely the cause for the shock deliveries mentioned in the complaint. In this region, the rope conductors to the ring electrode and to the shock electrode showed conductor fractures, as did the inner conductor helix. The conductor fracture of the rope conductor to the shock electrode is most likely the cause for the shock impedance of greater than 150 ohms. The characteristics of the damage lead to the assumption of strong mechanical stress on the lead in the implanted state. An influence of the probably calcified tissue growths on the wear and tear of the lead cannot be ruled out. Other damages of the lead, such as cuts and deformations, were probably caused during the explantation. There were no indications of material defects or manufacturing errors.